Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient's ipg moved (flipped) in the pocket. As a result, surgical intervention was undertaken wherein the scs ipg was relocated (on (B)(6) 2018) to the patient's abdomen. Patient has effective therapy following the procedure.